Manufacturer narrative:
Evaluation summary: the defect parts replaced.

Event description:
U/d knob broken. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.